Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui backlight inverter pcb. The unit passed extended self-testing.